Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that a patient was undergoing a thrompectomy accessing the left common femoral as the right iliac artery was totally occluded. The patient's anatomy was calcified and had scar tissue. The physician accessed first with another manufacturer's short sheath, then accessed via the groin over bifurcation with the flexor balkin guiding sheath to do the procedure. When the physician attempted to remove this device in order to use a shorter sheath, the flexor balkin guiding sheath upon began to elongate and separated in two with half remaining in the patient. The dilator was not in the sheath at the time of withdrawal but the wire was. The patient was taken straight to surgery for removal of the sheath piece. There were no additional adverse effects regarding the patient reported due to this occurrence.

Manufacturer narrative:
Investigation - evaluation : a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. The flexor balkin guiding sheath was returned. The dilator was not returned. The returned sheath tubing measured 22.6cm in length. With the coil exiting the distal end, the measurement is 30.6cm. A kink is noted at 19.2cm from the proximal hub. The tubing starts to accordion at 12.5cm from the hub. Also 1.2cm of trnt lining is in coil. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the available information, the patient¿s clinical condition (calcified and scarred tissue) contributed to the event, and the healthcare professional¿s technique during the removal of the sheath as the IFU warns the user that before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Also the IFU instructs the user to not attempt to insert or withdraw the introducer if resistance is felt. Measures have been conducted to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.